Event description:
A surgeon reports overcorrections with custom myopic pts following lasik surgery. The surgeon also states these pts in question were only 3-4 weeks post-op and it is too early to determine injury at this time. Add'l info will be requested.

Manufacturer narrative:
The device investigation has not been completed at this time. No conclusion can be made.